Event description:
An article titled "visual outcomes, footplate position and vault achieved with the (B)(6) implantable (B)(6) lens for myopic astigmatism" was published on (B)(6) 2021; with the purpose of reporting the outcomes of the icl's in myopic astigmatism using very high frequency (vhf) digital ultrasound sizing on 42 icl procedures. It notes complications on a back up lens was used for 1 eye of a patient due to the capture and tear of the footplate within the loading cartridge while implanting the icl; which the icl was removed from the cartridge and the back up lens was implanted without problems. It also indicates 1 lens exchange due to night vision glare complaints in dim lighting; which symptoms were reduced with brimonidine 0.1%; after the exchange it notes medicated eye drops were used on an as-needed basis to decrease halos at night in certain situations. The article also reported 4 eyes in 3 patients experienced mild uveitis in which 2 of these eyes (1 patient) experienced a steroid induced intraocular pressure increase which was appropriately managed and rechecked for stability. The conclusion from the article notes that icl implantation resulted in high safety and efficacy but with implantation vault range that ideally would be improved upon; and vhf may provide essential information for evaluating postoperative vault outliers.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).